Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate was observed in the tubing of a tube set luer lock . This was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the unopened device was received for evaluation along with photographs. Visual inspection of the actual sample and photographs identified a dark foreign matter piece in the tubing (which appears to be a piece of cardboard paper). The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.